Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from the clinician that shock therapy was exhausted for this device and there was rhythm acceleration. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data with the clinician. This device remains in service.

Event description:
Boston scientific received information from the clinician that shock therapy was exhausted for this device and there was rhythm acceleration. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data with the clinician. This device remains in service. No additional adverse patient effects were reported.